Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device has not been returned for evaluation. Furthermore, no root cause has been determined yet. However, advised to exchange the unit with another good known inspiration block and perform insp valve test and send the logs for analysis. Advised customer as well to reset all the cables again properly, specially the ribbon cable between power board and main electronics, ribbon cable between life block and main electronics and ribbon cable between main electronics and inspiration block. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellvista1000 us is giving technical failure 401 -inspiration valve or device leaky alarm. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. The root cause was determined due to defective inspiration block.